Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the investigation details the reported condition of the device leaking could not be duplicated. There was no substance found. The design of the device is such that if fluid were to enter the device it is to be drained by holding the device upright allowing the cleaning solution and water to drain from the drain holes in the base of the handle. The device will be cleaned and re-lubricated, and worn components replaced in the service process as preventative maintenance.

Event description:
It was reported that the handpiece leaks a red substance. No further info was provided. Multiple attempts to gather add'l info on the event were unsuccessful. Adverse consequences are unk, but at this time there have been no known adverse consequences reported to the MFR.